Event description:
It was reported when using the bd intima-ii y 24gax0.75in prn/ec slm, the device experienced a needle through catheter when introducing a needle through the vein. The following information was provided by the initial reporter. The customer stated: at 12:30 on (B)(6) 2021, the nurse installed indwelling needles for infusion therapy in bed 53 as advised by the doctor. During routine operation, the patient complained of discomfort and intense pain during puncture. After needle extraction, the tip of no. 24 closed venous indwelling needle was found to have bifurcation, which was immediately discarded. After the patient was comforted and explained, the puncture site and new indwelling needle were replaced.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Our business team regularly reviews the collected data for identification of emerging trends.